Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. While the specific procedure pack lot utilized for this event is unknown we were able to determine the two different procedure pack lots that were built into the custom pak. A review of the device history record traceable to the reported lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the quality product certificate for both potential lots also confirms that this product has been sterilized and all sterilization cycle parameters were verified for acceptability prior to release. Only a cassette and manifolds were returned in a plastic bag. No tray or unopened sample was returned for root cause evaluation therefore the condition of the product could not be verified. We were unable to inspect the tray sealing surface or tyvek material. The vision system is a closed system. It is operated with a sterile single use consumable cassette, which is designed to isolate the patient fluid path from the console itself. Any reusable surgical instrumentation (e.g. Phacoemulsification handpiece) that would come into contact with the patient would be autoclaved by the user prior to surgery, per standard industry practices and the product directions for use (dfu). There is no evidence that the design or performance of the console caused or contributed to this reported event of endophthalmitis. The root cause of the customer's complaint could not be conclusively determined as the sample received was in a plastic bag (the tray/tyvek was not returned). As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. The consumable single-use cassette is provided to the customer in a sterile manner. An evaluation is conducted to ensure each requested item meets customer, process, and regulatory requirements. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The non healthcare professional reported that the patient developed endophthalmitis after vitrectomy surgery. The patient was immediately admitted to the hospital and the following day underwent a vitrectomy for vitreous cleansing, but the visual function of the treated eye was permanently compromised. The patient was treated with steroids, antibiotics and anticholinergic medications.

Event description:
Upon receiving additional information, it was clarified that the product involved in this event is custom pak.

Manufacturer narrative:
Additional information provided in b.5., and h.11. Based on additional information received the suspect product was confirmed to be a custom pak which does not meet the criteria for reporting. No FDA reports required. The initial report filed under manufacturing report number: 1644019-2024-03192 for surgical procedure pak is confirmed not to be a suspect. Hence no further reports will be filed under manufacturing report number: 1644019-2024-03192. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received that the infection cleaning and stabilization of the eye was performed with insertion of silicones.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).